Manufacturer narrative:
Five devices were received loose inside a zip lock plastic bag. The packaging devices was discarded by the hospital; therefore the lot number of the devices is unknown. Visual inspection noted no obvious damage with the devices and the battery packs were not deformed. Visually the devices did display heavy wear and tear and dirt. Though this may have occurred in transit. Two of the devices were returned with the trigger depressed to engage the high speed mode and one device was returned with the trigger depressed in the low speed mode. All five devices did not function in the high speed or low speed mode when tested. Opening the battery packs it was discovered that all of the battery terminals and batteries had rust and corrosion. In two battery cases there was one battery that split open. In two battery cases there were two batteries that split open and in one battery case there were four batteries that had split open. The corrosion on the terminals was extensive and could not be cleaned for retesting. All of the batteries in all of the devices were completely exhausted. The customers reported event that the device did not function was confirmed. The cause for the product failure is due to the rust and corrosion on the battery terminal and probably caused the leakage from the batteries. The most likely cause for the battery corrosion is environmental condition in storage or in transit.

Event description:
It was initially reported that the device did not function while using during surgery. The switch was turned on and off, still it did not work. There was no patient/user harm or surgical delay reported as a result of the reported issue. The surgery was completed with an alternate device. Additional clinical information determined that five devices were associated with the reported issue and failed to function during surgery on (B)(6) 2015. This issue is being reported as a malfunction due to the evidence of battery leakage observed during evaluation of the returned devices.